Manufacturer narrative:
Correction: section g.3. The date of the initial report is corrected to october 31, 2024. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent initial implant surgery on (B)(6) 2024. On (B)(6) 2024, the recipient underwent an emergency surgery due to a thrombosis in a vein in the implant area. During initial surgery, a vein behind the mastoidectomy was potentially damaged and had to be fixed by the surgeon. There is no relation of the thrombosis to the implant.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.